Event description:
Customer reported receiving a malfunction alarm with a specific code on the pump. Blood glucose level was recorded at 120 mg/dl, which is within the normal range. The pump was reset but continued to display the same malfunction alarm; therefore, the device was slated for return, and a replacement pump was provided.